Manufacturer narrative:
Batch review performed on 30 january 2024: lot 2104350: (B)(4)items manufactured and released on 26-july-2021. Expiration date: 2026-07-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 1 year 11 months after the primary, the patient came in reporting pain due to a potted stem and the cause of the potted stem is unknown. The surgeon revised the stem and head with competitor products. The surgery was completed successfully.